Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a bent grip tip. There was a 0.034¿ offset at the tips. The grips did not show cracking damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted transanal total mesorectal excision surgical procedure, the force bipolar instrument jaws was out of position. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed the instrument was inspected prior to use, and there was no damage or anything out of the ordinary observed. The instrument was removed with the cannula. Prior to attempting to remove the instrument, the instrument jaws were not stuck in a closed position. There was no collision with other instruments or tools.